Event description:
The user facility reported a 49-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. During set-up of the automated impella controller (aic), the team observed the socket was broken. The damage may have occurred with prior support. The team switched to another aic without issue. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.